Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. The customer blood glucose level was 147 mg/dl. The customer was assisted with troubleshooting. Customer states they took out the battery and put it back in. Customer cannot clear the alarm. Customer states they was running and insulin pump may have been exposed to sweat. Customer states the clock was not advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind and self test due to unresponsive buttons.